Event description:
It was reported that an occlusion alarm occurred. Customer¿s blood glucose (bg) level was ¿high¿ on cgm. Customer address their bg with a manual injection and reverted to an alternative method of insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.